Event description:
A patient requested an explant of the system. The patient was permanently implanted without a trial, and advised that the stimulation is not providing sufficient pain relief. The patient had become fearful following reading adverse effects of scs articles. Reprogramming was attempted and patient reported being happy with stimulation sensation in the consult, however turned stimulation off the next day. The doctor believes that the stimulation had worked for the intended indication. The system was explanted due to some psychological issues relating to the usage of the spinal cord. Stimulator system.